Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds, an impedance warning for low impedance, undersensing and far field r-wave (ffrw) oversensing were noted on the right atrial (ra) lead. A power on reset (por) was noted on the implantable pulse generator (ipg) on the same day of implant. The ra lead was reprogrammed and the ipg was interrogated. Both the ra lead and ipg remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. Analysis of the device memory indicated that the atrial and ventricular rate histogram data were missing/invalid. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.